Event description:
(B)(4). Total hysterectomy and salpingectomy removing essure device on (B)(6) 2016 due to too much bleeding and other symptoms.

Event description:
(B)(4). Frequent leg cramps, severe daily bloating and irregular periods from light to very heavy that lasts for months. I had 3 ultrasounds (one high def. Intravaginal) shows that only one coil is there, one coil unaccounted for. Hsg shows tubal occlusion but there is a "bubble" which was suspected to be a polyp. Hysteroscopy was done but doctor could not find anything. All the ultrasounds, hsg and hysteroscopy were done in (B)(6) where essure is unheard of, I will have to go back to the us where I had the coils implanted. Essure was provided by my ob-gyn.